Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels too high for the glucose meter to read. The customer was dehydrated and nauseated when hospitalized. The customer began experiencing high blood glucose the day prior to the hospitalization, but the customer did not change the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.